Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inappropriate automatic mode switch episode due to far r wave oversensing was observed. Reprogramming was recommended. No further information is available at this time.